Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative (rep) indicated that the patient was in the intensive care unit (ICU) with baclofen withdrawal and increased pain. It was reported that the patient began having an increased in severe spasticity on the night of 2019-nov-22 and was placed on a narcotic drip which helped to decrease the spasticity. It was noted that the patient was improving. It was verified that all drug was aspirated due to the confusion on the reaction the patient experienced since they should not be getting drug from the device. Notes were reviewed from when the pump was filled on 2019-apr-24: it was reported that 2000 mcg/ml of baclofen was put in the new pump but the rep said the hospital they did the case at only had 500 mcg/ml in their pharmacy so she was curious whether it was 2000 mcg/ml from the old pump or how they got 2000 mcg/ml in the new pump. It was discussed whether the patient was on oral medication. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8578 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8709, serial# unknown, product type: catheter. The 8578 catheter was returned and analysis found no significant anomalies. The 8709 catheter was returned and a hole was found on the catheter body that was related to the user damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500-2000 mcg/ml at 332.76-332.78 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that at the first refill post-replacement the healthcare provider (hcp) reported fluid at the pocket site and the patient reported a decrease in therapy relief. They discovered that the pump segment was not connected to the spinal segment and ended up replacing the pump segment of the catheter today. The hcp was able to successfully aspirate once he connected the new pump segment to the pump and spinal segment. The hcp then decided to decrease the concentration of baclofen from 2000 mcg/ml to 500 mcg/ml. Assistance was required on how to perform a prime/modified bridge bolus. The pump segment would be returned for analysis. No further complications have been reported as a result of this event.